Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was inspected visually with no issues to be found on the cables. The instrument passed the electrical continuity test. The instrument was installed on an in-house system and failed the recognition test. The instrument information found in the radiofrequency identification (rfid) could not be detected. The complaint regarding damaged cable was not confirmed by failure analysis. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.